Manufacturer narrative:
This report contains correction in entire section e initial reporter.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 129 ohms. Upon review, the shock impedances were in the range, however there was a slight increase. Technical services (ts) recommended to consider doing commanded 41j shock. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 129 ohms. Upon review, the shock impedances were in the range, however there was a slight increase. Technical services (ts) recommended to consider doing commanded 41j shock. This rv lead remains in service. No adverse patient effects were reported.